Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she passed out and was taken to the ER. The patient's blood glucose at the time of incident was 500 mg/dl. The customer was dizzy prior to the hospitalization. The customer was treated by IV. No products were returned or replaced.